Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock due to t-wave oversensing (twos). In addition, the lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and variable bipolar impedance measurements. The lead sensitivity was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.